Event description:
The micro drill was sent for evaluation because, it was overheating during a procedure. The procedure was completed with a readily available spare device without any procedure delay; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted within the internal components of the device.